Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was having intermittent power. The reporter confirmed that there was no noted damage to the pump and the battery cap was secured with none of the yellow o-ring visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box shows evidence of one power event occurring after a replace battery alarm on (B)(4) 20414 and one after a call service alarm cs054 on (B)(4) 2014. The pump battery compartment was observed to be cracked between the bumper pad and the cover. There was no damage noted to the battery cap and the contacts were found to measure within specifications. The returned battery cap was successfully attached to the pump with no o-ring visible and the pump was exercised for 24 hours without power loss. The pump cover was removed and no internal moisture or power circuit damage was observed.